Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent an unknown ob-gyn procedure on (B)(6) 2018, and suture was used. It was reported that the needle was detached from the suture during continuous suturing. There were no adverse consequences to the patient. No additional information is available.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/06/2018

Manufacturer narrative:
A detached needle, a used suture piece and one empty labeled winding former were sent for analysis. During the visual inspection of the needle, the swage and attachment area were as expected; however, marks were found on the edge of the needle appears to be by use of a surgical instrument. The suture piece was examined and end was damaged (cut); this caused that needle were detached from suture. Marks were observed on the swage area of the needle. In order to avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Per the condition of the sample received the assignable cause of the performance pull off suture needle, suggest an improper handling.